Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
The initial reporter indicated that a needle detached from the syringe when the needle was being pulled out following an injection. The needle was reportedly pulled out of the patient and an x-ray was obtained which confirmed that no needle fragment was retained within the patient. The device was discarded. No serious injury or adverse impact to a patient or to a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problems/issues. No sample available.